Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing via reduced intrinsic complexes. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. The system has been programmed off and the doctor is considering explant. This is considered a serious injury as there were multiple inappropriate shocks. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted. There were no additional adverse patient effects. It was reported that the patient had inappropriate shocks due to t-wave oversensing via reduced intrinsic complexes. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. The system has been programmed off and the doctor is considering explant. This is considered a serious injury as there were multiple inappropriate shocks. There were no additional adverse patient effects. The system remains implanted.